Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable connector was cut off of the trunk cable and the rear therapy electrode cable and ECG electrode cable were pulled from the distribution node strain relief. The cause of the inability to complete testing is the extensive damage to the cables. The root cause of the damaged cables is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.